Manufacturer narrative:
(B)(4). The investigation is on-going.

Event description:
It was reported that a patient in respiratory distress was being assisted by a ventilator in noninvasive ventilation mode. The device then alarmed that the circuit was disconnected. The patient was then placed on an alternate device and the alarm did not reoccur. There was no report of patient harm as a result of this event.

Manufacturer narrative:
(B)(4). The customer decided to remove the ventilator from service and will no longer be used.

Manufacturer narrative:
(B)(4).